Event description:
It was reported a patient was in the cath lab for a patent foramen ovale (pfo) closure. During insertion, the dilator hub broke off in the patient and the staff was not aware. When threading another catheter resistance was met. Under fluoroscopy they noted a bent dilator body was in the patient's vessel. The patient was sent to the or for a surgical cut down and the dilator body was removed. There was a delay in treatment but there was no patient death reported.

Manufacturer narrative:
(B)(4).